Manufacturer narrative:
Additional information received on 30 oct 2020 via email that there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The top case was chipped and cracked. The customer reported product problem (presentation of a super cap post error) was verified in the event history log. The super cap post error was also reproduced during power up. This product problem occurred because the super cap on the main board did not operate as intended. The problem was attributed to a design issue. This was established as the root cause of the product problem. The main board was replaced in order to correct for the product problem. The aforementioned damaged components were also replaced. The pump passed all the functional tests following the repairs.

Event description:
It was reported that the medfusion pump presented with a super capacitor error failure. No patient injury or complications were reported in relation to this event.